Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2004. Subsequently, the patient underwent a revision on (B)(6) 2016 due to unknown reasons. During the revision the head, cup and liner were removed and replaced. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the item: 53-111228. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The product has not been returned to zimmer biomet for investigation. Concomitant medical products: associated items: medical product: l-cup threated w/plugs 52mm, catalog #: 80-3249t, lot #: 0000073830. Medical product arcom 28mm rngloc lnr hwall 23, catalog #: 11-105903, lot #: 03074340. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2004. Subsequently, the patient underwent a revision on (B)(6) 2016 due to unknown reasons. During the revision the head, cup and liner were removed and replaced.